Event description:
The customer reported that post-operatively to an rf ablation procedure, a burn was noted on the pt's right thigh where the grounding pad had been placed. The area was 10cm x 25cm and treated with cream. The burn was identified as 3rd degree based on a photograph of the injury provided by the customer.

Manufacturer narrative:
(B) (4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.